Manufacturer narrative:
Investigation results: a partially deployed ultraflex tracheobronchial stent and delivery system was returned for analysis. It was possible to deploy the stent as received. No other issues were identified with the device. The investigation determined that, although it was possible to deploy the device as received, it is likely that anatomical or procedural factors encountered during the procedure contributed to the reported event. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 05, 2016 that an ultraflex tracheobronchial distal release covered stent was to be used in the trachea during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started deploying 5 cm of the stent when the deployment suture got stuck. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release covered stent was to be used in the trachea during a stent placement procedure perfomed on (B)(6) 2016. According to the complainant, during the procedure, the physician started deploying 5 cm of the stent when the deployment suture got stuck. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.